Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination of the device noted proximal stent damage. Struts at the proximal edge were bunched and misaligned. A visual and microscopic examination also identified kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 201. It was reported that during percutaneous coronary intervention, crossing difficulty occurred. The target lesion was located in the diagonal artery. An unspecified balloon catheter was used for predilation. Then a 2.50mm x 28mm promus element stent was advanced but wa not able to cross the lesion. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable. Returned device analysis revealed stent damage.